Event description:
It was reported that using a radial artery access approach during a procedure of the 60% stenosed, long diffused, de novo, proximal right coronary artery (rca) lesion the 3.5 x 23 mm xience xpedition stent was deployed using 16 atmosphere (atm). It was noted that the catheter seemed 'sticky' with resistant during removal. Balloon deflation was verified under fluoroscopy. The stent delivery system (sds) was gently pulled and upon removal it was noted that the distal shaft had separated from the hypotube while in the sheath. All sections were removed from the anatomy. Outside the anatomy the balloon did not appear fully deflated. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Partial/difficult deflation and difficult to remove/guide wire resistance could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.